Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor belt connector) was confirmed. As received, the belt receptacle was pulled from the monitor case. Root cause investigation is underway. In addition, during servicing, it was found that the front response button was unresponsive. The root cause of the defective response button cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor case had exposed wires at the belt connector.